Event description:
It was reported that a home patient (hp) had a high drain/call peritoneal dialysis (pd) nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) which occurred on a homechoice (hc) device after therapy. The technical service representative (tsr) checked the programming: the total volume was 15000ml, the fill volume (fv) was 2000ml, the last fill volume (lfv) equaled 500ml, there were 7 cycles, the initial drain alarm (ida) equaled 0ml, the initial drain volume (idv) equaled 539ml, and the last ultra-filtration (uf) was 3411ml. The hp stated that they were connected to the hc at their clinic that day for 3 hours and then sent home to perform therapy later on. There was no patient injury or medical intervention indicated at the time of the report.

Manufacturer narrative:
(B)(4). There were no issues found in the device history record related to the reported problem and the review of the device service history revealed no issues that could have caused or contributed to the reported difficulty. The sample was not returned for evaluation, therefore a device analysis could not be performed and a cause could not be determined. If additional relevant information becomes available, a supplemental report will be submitted.